Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Upon gaining right common carotid artery access with the carotid sheath, a dissection was noticed. It was determined that during arterial access the 0.35 wire retracted into the sheath, subsequently allowing the arterial sheath to cause the dissection. An additional stent was used to cover the dissection.